Event description:
It was reported by the caller that during the transeptal puncture for an afib procedure the patient developed a pericardial effusion which required a pericardial window procedure to be performed. The patient was stabilized and transferred to the ccu for observation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).